Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the battery charge light on the perfusion system was not lit. The device was not changed out. The user facility's biomedical engineer connected the system to an alternate backup system just in case it was not charging the battery. At that time, he believed it was only the bulb burned out. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient.